Manufacturer narrative:
The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
According to the available information, the physician removed the prosthesis causing impending distal erosion. The device was replaced with a shorter inflatable device, and was connected to the existing reservoir.